Manufacturer narrative:
Manufacturer evaluation of the instrument logs provided showed that a code recorded at 13:02pm, 15:05pm (two (2) instances) and 19:08pm (two (2) instances) on (B)(6) 2018 indicates none of the reagent bottles designated for ethanol contained reagent at a concentration in excess of 98% as required for use in the final dehydration step of a protocol. The following information was displayed to the user: on each occasion that the error code was displayed: "cannot run protocol; final concentration threshold for ethanol exceeded. Replace least pure ethanol station, bottle 10. Bottle 10 (ethanol) was not in contact with the corresponding sensor for approximately 10 seconds at 19:08pm on (B)(6) 2018, which is not sufficient time to replace the reagent. The station properties were reset at 19:08pm on (B)(6) 2018; and a user affirmed in the instrument software that the ethanol concentration in bottle 10 was to be set to the default concentration of 100%. Resetting a reagent station sets the concentration to the default value configured in the reagent types definitions unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. Based on the information provided, it was determined that the tissue samples exhibited sub-optimal tissue processing reported is derived from the "factory 8hr xylene standard" protocol comprising 300 cassettes, which started in retort b at 19:29pm on (B)(6) 2018 and completed at 03:34am on (B)(6) 2018; and the "factory 8hr xylene standard" protocol comprising 150 cassettes, which started in retort a at 02:31am on (B)(6) 2018 and abandoned by the user at 06:26am on (B)(6) 2018 during step 8 (first clearing step) of the protocol. Although a user affirmed in the instrument software that the reagent concentration in bottle 10 (ethanol) was to be set to the default value of 100% at 19:08pm on (B)(6) 2018, the actual ethanol concentration of the reagent in bottle 10 remained unchanged at 52.1%, because the bottle was not removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 10 (ethanol) was used for the final dehydration step of the "factory 8hr xylene standard" protocol started in retort b at 19:29pm on (B)(6) 2018; and the "factory 8hr xylene standard" protocol started in retort a at 02:31am on (B)(6) 2018, from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported from both the "factory 8hr xylene standard" protocol started in retort b at 19:29pm on (B)(6) 2018 and the "factory 8hr xylene standard" protocol started in retort a at 02:31am on (B)(6) 2018 was a use error, which occurred at 19:08pm on (B)(6) 2018. The facts indicate that manual replacement of the reagent in bottle 10 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
On (B)(6) 2018, leica biosystems received a complaint that "tissue was sub-optimal" following processing. On (B)(6) 2018, a leica application specialist - trainer provided telephone support to the laboratory in association with this complaint. The complainant advised leica application specialist - trainer that all the reagents on the instrument at the time that sub-optimal tissue processing was identified had been replaced as "an application error" was suspected. On (B)(6) 2018, the leica field support specialist received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable. (This information was received by (B)(4) on 08 november 2018).